Manufacturer narrative:
(B)(4) follow up. It was reported the overwrapping is not sealed. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging bister with one side not sealed. No other defects or imperfections were observed. This defect could occur during the packaging process if the packaging blister top web became misaligned. A device history record review was completed for provided material number 302830, lot 4059814. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the packaging process was performed. The settings were correct, and the packaging top and bottom webs were aligned. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material: 302830. Lot: 4059814. It was reported by customer that the overwrapping is not sealed on many of the syringes. Verbatim: rcc received a complaint via email. Email(s) attached. We have approximately 4 cases of this lot on hand. The overwrapping is not sealed on many of the syringes. Lot 4059814, exp 2029-01-31.

Event description:
Material: 302830, lot: 4059814. It was reported by customer that the overwrapping is not sealed on many of the syringes. Verbatim: rcc received a complaint via email. Email(s) attached. We have approximately 4 cases of this lot on hand. The overwrapping is not sealed on many of the syringes. Lot 4059814, exp 2029-01-31.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.